Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they fell of the top bunk of a bed with their insulin pump. Customer's blood glucose level was approximately 120 mg/dl. Customer advised they were wearing the insulin pump when they rolled off the top bunk and fell about 6 feet down. Customer advised when they are sitting down the device is fine, however when they start moving the device will reset. Troubleshooting for cosmetic damage was performed and the device passed the displacement and self- test. However, the device had an unexpected restart while troubleshooting the device. Troubleshooting for the external ram crc error alarm was also performed. Customer has had multiple cold restarts occur on their device along with multiple external ram crc error alarms. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No alarm or reset anomalies noted. The pump passed all functional testing including the self test and error tests. The pump had a cracked reservoir tube lip.